Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated the patient does not have a patient programmer (pp) and the patient's device does not work. No further complications were reported. No patient symptoms were reported.